Event description:
The customer alleged that the audio alarm would shut off when the alarm volume was turned down completely. The customer support engineer (cse) inspected the device and replaced the audio alarm as a precaution. The unit passed extended self testing. It is not verified that the audio alarm shut off at minimum volume, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.